Event description:
Information received indicated that the patient had additional episodes of under-sensing on their implantable cardiac monitor. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed pause episodes due to under-sensing on the patient's implantable cardiac monitor (icm). The patient was asymptomatic. Programming changes were made to the device sensitivity. The patient was stable throughout.